Event description:
A report was received that a patient was having some redness at his vns site after a recent vns implant surgery. There was no note of infection or discomfort, but the site was red and the patient was given a heavy dose of antibiotics. There were also scabs at the site that the patient was suspected to be picking at. A review of the manufacturing record for the patient's implanted lead confirmed it was sterilized per specifications prior to release for distribution. No further relevant information has been received to date.